Manufacturer narrative:
Product analysis: analysis was able to confirm that the knob was missing, the ventricular dial was pushed inside the device case, and the hanger assembly was missing. Analysis also noted that the output connector assembly was broken, the keypad was scratched, the lower case was damaged, and the display wire insulation was pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob and the potentiometer was pushed into the case. Additionally, the hanger plastic was damaged and the hanger was missing. The epg was returned for service. There was no patient involvement.